Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer allergic to nickel and infusion sets. Customer had the flu at the time of hospitalization. The blood glucose reading at the time of the event was 549 mg/dl. Diagnosed diabetic ketoacidosis. Hospital treated with insulin drip. Nothing further reported.